Event description:
The customer reported the clinical information center was not omitting audible sounds. Once the device was rebooted, the alarms began sounding. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.